Event description:
Account alleged that bed head section was drifting.

Manufacturer narrative:
Technician replaced head drive and then tested head section for proper operation. Bed returned to service. No injury reported.